Event description:
It has been reported to philips that the system will not boot up past the splash screen and the system was down. The user performed multiple reboots, but the issue persisted. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the suite pc. After the suite pc was replaced and the software was installed, the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Review of the system log file showed multiple attempts are made to start up the system and in all attempts, the suite-pc did not start. Upon troubleshooting, fse attempted to reload the software on suite pc and software load was not successful. Fse replaced suite pc and installed software. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.